Event description:
Customer initially reports device is broken at handle. On (B)(6) 2014 surgical coordinator reports the device broke when doctor was undermining facial tissue (flap) during a facelift. No pt harm, no parts fell into surgical wound. No details regarding breakage available. Concern for possible harm.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.